Manufacturer narrative:
This report is based on information provided by philips authorized service provider (asp) and has been investigated by the philips complaint handling team. The customer didn't request service from philips. The device was evaluated by customer only. There was no further information regarding the tests customer performed, and how customer determined the cause. However, customer confirmed that the reported problem was caused by the defective ECG trunk cable. The reported problem was confirmed. ECG monitoring strips, patient event files and log files were not provided from customer, therefore, technical investigation was not available. Based on the information available and results of additional analysis, no further action is necessary at this time. The device was operational after replacing the ECG lead trunk cable. Device passed all required tests, and it remains at customer site. The investigation concludes that no further action is required at this time. H3 other text : the device was evaluated by customer only.

Event description:
It was reported that, before an acute heart attack patient undergoes emergency surgery, the defibrillator is proposed to monitor the patient's heart rate. But, as a result, the patient's heart rate is not captured during the use of the defibrillator, which delays the condition and affects the patient's resuscitation time. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed.